Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he had the implant taken out five weeks after it was placed due to an infection. The patient stated it was a major infection and they couldn¿t replace it so they removed it. The patient noted they barely implanted it the first time because the gap was too small. The indication for use was failed back surgery syndrome. No device issues reported.